Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. The device is part of the advisory for this model. Evaluation summary: (B)(4): the actual device was not received for evaluation, however performance data was collected from the device and analyzed. Analysis revealed a power on reset. There was a critical ram parity error logged on (B)(6) 2010. Por severity is considered low and device should be able to fully recover after reset.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported that the device experienced a power on reset and all diagnostic data was erased. The device remains in use. No patient complications have been reported as a result of this event.